Event description:
It was reported that the customer received a cartridge alarm 1. The customer was able to load a new cartridge successfully.

Manufacturer narrative:
The device has been received for evaluation, however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.